Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was sleeping and around 5:00am, she woke up and noticed that the cgm was reading 85 mg/dl and the bg was 35 mg/dl. She had a seizure and passed out. Her husband took her to the hospital. Upon arrival at the hospital, the blood sugar was 140 and cgm was 200 mg/dl. They did a CT (computed tomography) scan for her brain. She was not provided any medication. Upon follow up after discharge, the patient stated she was unable to stand on her own and needs someone to support her as she isn't fully recovered from seizure. She had planned follow up with endocrinology and neurology. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid prior to going to the hospital. The reported glucose values fall within the b zone of the parkes error grid upon arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.